Manufacturer narrative:
(B)(4). Batch # = n90264. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issues. In addition, 12 clips were found inside the clip track. The reported events could not be confirmed as no clips were fed to evaluate the condition and formation of the clips due to the damaged feedbar. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the clip was not deployed properly at the second firing on the blood vessel and oozing occurred. The amount of oozing was unknown. Blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.